Manufacturer narrative:
Customer removed the caps from the sample tubes one by one when they were already in the panther sample rack. Customer believed a bubble had burst, contaminating the sample in question. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run on panther instrument sn (B)(4) had a discrepant sample. The sample initially resulted positive, then was negative when retested on another panther and a non-hologic platform. Customer reported the negative result.